Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5 x 40 powerflex p3 f5 percutaneous transluminal angioplasty (pta) balloon was taken up to 8 atm and the physician notice a leak coming from the balloon. The balloon was deflated and removed from the patient. The physician and st inspected the balloon outside of the body and notice a pin hole leak coming out of the tip of the balloon. A second 5x40 p3 was used completing successfully completing the procedure. No harm was caused to the patient. This patient presented with a intrastent cephalic vein stenosis near the anastomosis. The intended procedure targeted cephalic vein stenosis, with the lesion characterized by moderate calcification, no vessel tortuosity, and greater than 70% stenosis. The device was not used for a chronic total occlusion (cto). The product was stored properly according to the instructions for use (IFU). No difficulty removing it from the hoop, protective balloon cover, stylet, or other sterile packaging components. No kinks or damages were noted prior to insertion, and the device was prepped per IFU, maintaining negative pressure. No resistance or friction was encountered during insertion through the rotating hemostatic valve or guide catheter, and there was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not placed in an acute bend and did not kink during use. A 50:50 contrast-to-saline ratio was used. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
As reported, a 5x40 powerflex p3 f5 percutaneous transluminal angioplasty (pta) balloon was taken up to eight atm and the physician notice a leak coming from the balloon. The balloon was deflated and removed from the patient. The physician and st inspected the balloon outside of the body and notice a pin hole leak coming out of the tip of the balloon. A second 5x40 p3 was used successfully completing the procedure. No harm was caused to the patient. This patient presented with an intrastent cephalic vein stenosis near the anastomosis. The intended procedure targeted cephalic vein stenosis, with the lesion characterized by moderate calcification, no vessel tortuosity, and greater than 70% stenosis. The device was not used for a chronic total occlusion (cto). The product was stored properly according to the instructions for use (IFU). No difficulty removing it from the hoop, protective balloon cover, stylet, or other sterile packaging components. No kinks or damages were noted prior to insertion, and the device was prepped per IFU, maintaining negative pressure. No resistance or friction was encountered during insertion through the rotating hemostatic valve or guide catheter, and there was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not placed in an acute bend and did not kink during use. A 50:50 contrast-to-saline ratio was used. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82340241 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage during positive pressure¿ could not be verified, as the device was not returned for analysis. Therefore, the exact root cause could not be definitively determined. The procedure involved treatment of a cephalic vein stenosis within an arteriovenous access circuit, with lesion characteristics including greater than 70% stenosis and moderate calcification. Arteriovenous shunts are frequently associated with fibrotic, scarred, and resistant lesions, which may require higher inflation pressures and can increase localized stress on the balloon, thereby elevating the risk of balloon damage. The reported pinhole leak at the distal balloon segment may be consistent with a localized defect or focal mechanical stress; however, without device return and analysis, procedural interaction cannot be excluded. Based on the available information, there is insufficient evidence to establish a definitive causal relationship between the device and the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 5x40 powerflex p3 f5 percutaneous transluminal angioplasty (pta) balloon was taken up to 8 atm and the physician notice a leak coming from the balloon. The balloon was deflated and removed from the patient. The physician and st inspected the balloon outside of the body and notice a pin hole leak coming out of the tip of the balloon. A second 5x40 p3 was used completing successfully completing the procedure. No harm was caused to the patient. This patient presented with a intrastent cephalic vein stenosis near the anastomosis. The intended procedure targeted cephalic vein stenosis, with the lesion characterized by moderate calcification, no vessel tortuosity, and greater than 70% stenosis. The device was not used for a chronic total occlusion (cto). The product was stored properly according to the instructions for use (IFU). No difficulty removing it from the hoop, protective balloon cover, stylet, or other sterile packaging components. No kinks or damages were noted prior to insertion, and the device was prepped per IFU, maintaining negative pressure. No resistance or friction was encountered during insertion through the rotating hemostatic valve or guide catheter, and there was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not placed in an acute bend and did not kink during use. A 50:50 contrast-to-saline ratio was used. The device will not be returned for evaluation as it was discarded.